Event description:
Per cardiac catheterization report, the sheath broke off during attempted angioseal placement. Direct pressure applied by the cath lab personnel and pt taken to the operating room, while general surgeon removed the foreign body from the common femoral artery. His dictation notes several other previous heart caths. He states she had scar tissue in her groin and as the sheath was being pulled out, it popped off. Engage introducer 6f-act 2.25 mm. Inventory includes 6 lot #'s 5295878, 5319941, 5312430, 5326926, 5392406 or 5372970. Do not know which one was used.